Event description:
Same case as MFR #6000093-2007-01959. It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred and a stent expansion failed. The 90% stenotic lesion was located in the moderately calcified and averagely tortuous left circumflex (lcx) / obtuse marginal branch (om) coronary artery. The lesion was pre-dilated with a 2.0mm x 15mm non-bsc balloon catheter and ivus was performed. The 8mm x 2.5mm quantum maverick monorail balloon was inflated twice to 12 and 16 atms respectively. The 2.5mm x 24mm taxus drug eluting stent was deployed. Ivus revealed the middle of the stent was not completely expanded. The 8mm x 2.5mm quantum maverick monorail balloon was then inflated three times to 18 atms for a total of 3 mins. The balloon ruptured on the third inflation. The stent was fully dilated with a 2.75mm x 8mm quantum maverick monorail balloon catheter and the procedure was successfully completed. The final stent position was well apposed. No complications were reported. Pt status is reported as "good."

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.